Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (27.0 mg/ml at 15.012 mg/day), dilaudid (hydromorphone) (5.0 mg/ml at 2.7800 mg/day), and clonidine (400.0 mcg/ml at 222.40 mcg/day) via an implantable pump for non-malignant pain and lumbar radiculopathy. During a pump refill on (B)(6) 2017, a 3 ml underinfusion was noted. The ¿irv¿ was 5 ml, and the actual reservoir volume (arv) was 8 ml. The device diagnosis was pump reservoir volume discrepancy. The patient did not report any associated symptoms. The event was related to the device/therapy, and not related to the implant procedure. No actions were taken and the issue resolved without sequelae on (B)(6) 2017.